Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted or did not deploy. The pod was not worn.

Manufacturer narrative:
The pod was received fully deployed with the soft cannula visible in the bottom housing window and the slide insert visible in the viewing window. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the cannula from deploying or result in the cannula retracting. The pod ran for 430 pulses and delivered several complete boluses before being deactivated by the user. Cracks were observed in the top housing of the returned pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod found that the cracks did not affect the functionality of the pod.